Event description:
Health professional developed type 1 latex allergy after exposure to latex exam gloves. Developing chest pain, shortness of breath, hoarseness, nausea, headaches, rashes, runny nose, watering eyes, loss of sleep, extreme discomfort, fatigue, depression and emotional destress. Plaintiff alleges loss of consortium of spouse. Plaintiff's children, alleges loss of consortium of their parent.